Event description:
Complainant alleged that while attempting to cardiovert a male patient, the device displayed an unspecified error message and a "sync error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report number 1220908-2009-00856 for the second device used in this patient event. Complainant indicated that there was no adverse effect to patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.